Event description:
It was reported that a periprosthetic fracture occurred. It was believed to be a smith and nephew plus stem with 28 mm + 4 mm head. Adm x3 liner was dissociated from 28 mm head. Replaced mdm cocr liner and adm x3 insert with (B)(4) used biomet revision stem/head.

Manufacturer narrative:
Associated device: modular dual mobility insert, cat# 626-00-42e, lot 38125302. Additional info has been requested and if received, will be provided in the supplemental report.